Manufacturer narrative:
The sample was returned for evaluation. The sample was received in a contaminated state indicating as reported, an attempt to place the mesh inside the body was performed. The sample is confirmed for a broken inflation tube and a portion of the mesh was found to be damaged. Visual evaluation found the inflation tube to be broken 7.3" below the yellow anchor with grasper marks found at the break site. Note, the area of the break is not an area that would be handled by graspers during the positioning and placement of the device. The break of the inflation tube was not reported as an out of the box condition and may have inadvertently occurred while inserting the mesh down the trocar and into body. While it is possible the noted grasper marks on the inflation tube may have occurred during preparation and insertion down the trocar, it is also possible that the damage occurred while the user was removing the mesh from the abdominal cavity. The noted damage to the mesh is consistent with having been grasped with an instrument and pulled with some amount of force. As this damage was not reported by the user, it is most likely that the damage to the mesh occurred while the user was removing the mesh from the abdominal cavity. A review of the manufacturing records was performed and found that the lot was manufactured to specification with no anomalies noted. Based on the available information and sample evaluation, the root cause for the noted condition of the returned sample cannot be determined at this time. Information regarding the event was limited if additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a bard ventralight st w/ echo was being used in a case. As reported the surgeon rolled the mesh, inserted it into the 12mm trocar and at that point the "tube fractured off the device" and "split down the middle." All pieces were removed from the patient and another was used for the case. There was no injury to the patient. Contact reports that no additional details will be provided.